Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). The current impedance was 127 ohms, with the highest measurement at 136 ohms. No noise was noted on the lead. Technical services (ts) provided troubleshooting recommendations. This crt-d remains in-service. No adverse patient effects were reported.